Manufacturer narrative:
Other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6)2011 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 3 mg/ml of hydromorphone at 0.9502 mg/day and 600 mcg/ml of baclofen at 190.04 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported that, during a pump replacement, the hcp was unable to remove the catheter from the pump. When the hcp attempted to take the sutureless connector off the pump, the silicone over the connector came off, but the metal connector stayed on the pump. Removal procedure and product compatibility was reviewed. The pump replacement was due to eri and was not related to a therapy or device complaint. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the representative was present in the operating room at the time of the event. The actions/interventions taken to resolve the inability to remove the catheter included calling technical support. The physician was eventually able to get the catheter off the pump by cutting it and using a revision kit to reconnect the catheter to the new pump, and the issue was resolved.